Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of formal claim received regarding pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
Report of formal claim received from kennedys regarding pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided. Doi - (B)(6) 2010, exact date not provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.